Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of ¿250mg/dl¿ with the subject meter and ¿205mg/dl¿ on another meter, performed within 30 minutes of each other. There is no evidence the patient experienced any symptoms or received any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.